Event description:
Information was received indicating that a smiths medfusion 4000 pump malfunctioned. The pump shut down when it was unplugged from the back of the pump. The pump displayed a depleted battery/biomed error upon unplugging it. The device's history showed a battery communication time out failure. There were no adverse events reported.